Event description:
Patient status post uncomplicated knee oxford unilateral knee arthroplasty. Approximately one month later, while getting out of car, heard a pop, felt pain and was unable to bear weight. Xray exam posterior dislocation of polyethylene component. Surgical exchange of device.======================manufacturer response for polyethylene, biomet polyethylene (per site reporter).======================sales rep took product - was present during removal procedure.